Event description:
Information was received regarding a cadd administration set. It was reported that emp was contacted by patient regarding leaking of IV antibiotic while infusing via cadd pump. When the rn assessed the situation, it was found that there was a break in the line just above the filter component of the tubing assembly. This was a clean break and not an obvious wear and tear" of the line from use. Medication was restarted with new line attached. No apparent injury noted. Loss of partial dose of IV antibiotic occurred but unable to clearly estimate how much was lost due to the leakage.